Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was in use for a planned coronary surgery. However, the issue occurred right after the surgery had finished; no impact to the patient was noted as a result. A philips field engineer (fse) inspected the system onsite and confirmed that the stand could not move and the geometry pc could not start. Troubleshooting actions determined that the luc board plate behind the l-arm had poor contact. Analysis of the system logs was performed. The fse reseated the luc board connection and unplugged and re-plugged the ipc memory module and reloaded the ipc software. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system stand failed to move. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.